Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexk0895 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted on (B)(6) 2014. The PICC was working fine until (B)(6) 2014. When they tried to remove it, the catheter ruptured at 1.5 inch from the wings.